Event description:
It was reported that the patient was symptomatic with shortness of breath when the device has a power on reset. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data was collected from the device and have analyzed the data. Power on reset (por) parameters was noted. Device experienced a memory test por on (B)(4) 2011. Device should be able to recover from the event and continue normal function. No evidence of radiation therapy concurrent with event.